Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implant date: (B)(6) 2014; 5071-53 lead, implant date: (B)(6) 2014; 4968-60 lead 4968-60, implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. The right ventricular (rv) lead was removed. Cultures were taken. The implantable pulse generator (ipg) system was replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.